Event description:
Health care professional reported home pt was diagnosed on 7/6/98 with peritonitis after using homechoice cycler for automated peritoneal dialysis therapy. Home pt's husband "felt" that homechoice cycler may be attributable to peritonitis event. Although home pt was treated with antibiotics, peritonitis event was not resolved and home pt reported recurrance of cloudy effluent on 7/27/98. Home pt was treated with antibiotics in the hosp on 7/27/98 and during follow up with dialysis center on 7/28/98. Home care professional states she does not attribute homechoice device to peritonitis, no device failure or malfunction were identified. Although 2 cultures of effluent were taken, home care professional is unable to provide detail regarding tets results.